Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that ¿there was fever around the abdomen that seemed to be an implantable neurostimulator (ins) implantation site.¿ it was further reported that during a palpation during the last outpatient visit, the patient ¿truly had a fever, but this time the fever went down.¿ it was noted that while charging was carried out regularly, there was a feeling of heat despite the fact that several tens of hours passed after charging. Though the patient ¿felt fever,¿ the ¿fever went down at palpation.¿ the patient¿s condition was to be monitored as a result of the event. Impedance testing was performed and found no impedance problems. There were no external factors reported that may have led or contributed to the issue. The issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the spina bifida patient was alive with no injury at the time of report. No further complications were reported or anticipated.